Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 04-mar-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the cortrak tube ruptured while indwelling in the patient. The device was in use for approximately 12-hours. The patient aspirated. The patient went to endoscopy to have tube the placed on (B)(6) 2025. The patient is now deceased, but it is uncertain if the ruptured cortrak tube contributed to the death. Additional information received 26-feb-2026 stating "the cortrak that has the ballooning out is not the tube of the patient that expired." The nasogastric tube was observed to have burst.